Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant glucose (glucose hexokinase_3, gluh_3) test result was obtained from an atellica ch 930 chemistry instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse checked the alignment of sample mixer (smix), reagent mixer (rmix), sample and reagent probes. The cse replaced all the reaction cuvettes on the instrument. The cause of the discordant glucose (glucose hexokinase_3, gluh_3) test result is the reaction cuvettes. The device is performing within manufacturing specifications. No further evaluation of the device is required. Medical device reports 2432235-2018-00420, 2432235-2018-00421 and 2432235-2018-00422 were filed for the same event.

Event description:
A discordant test result for glucose (glucose hexokinase_3, gluh_3) was obtained from an atellica ch 930 chemistry instrument. The initial result was not reported to the physician. The same sample was repeated twice on the same atellica ch 930 chemistry instrument with the repeat that most closely matched the initial result being reported to the physician(s) and considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose (glucose hexokinase_3, gluh_3) test result.